Event description:
It was reported that the patient underwent a neurostimulator replacement, and was implanted with an adaptor to allow him to go from a 7428 kinetra neurostimulator to a 37601 activa neurostimulator. Right after the replacement, the patient experienced shocking at the implantable neurostimulator location approximately every five minutes. Impedance measurements were normal. It was unknown if movement or palpating caused stimulation changes. It was noted that the patient was still getting good therapy. Unable to follow-up with contact information provided, no additional information was obtained.

Manufacturer narrative:
Lead: model unknown, lot# unknown, implanted: unknown, explanted: na. Adaptor: model unknown, lot# unknown, implanted: unknown, explanted: na.